Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was able to be confirmed. During the device evaluation it was observed that the forceps elevator wire was cut at the control body side. As a result, the forceps raising angle did not meet the standard value. This finding was due to mechanical or chemical stress caused by handling. Upon further inspection, it was observed that the forceps elevator had foreign material. It was also observed that foreign objects were in the light guide lens. Additionally, it was observed that the: control unit, the grip and the universal cord were dirty. These findings were due to insufficient cleaning or handling of the scope. It was observed that the adhesive of the bending section cover was detached. Also, the bending section cover was discolored due to deterioration caused by the cleaning sterilization and disinfection (cds) method or handling issue. It was also observed that the connecting tube was sticky. It was observed that the connecting tube and universal cord had a scratch. A dent was observed on the: connecting tube, scope connector cover and on the plastic distal end cover. It was also observed that the suction cylinder was shaved due to a cleaning brush caused by handling. It was observed that the light guide cover glass had corrosion due to a handling issue. It was also observed that the bending angle had low angulation in all directions due to wear of the angle wire. It was lastly observed that the play knob was out of standard value due to wear of the angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus the duodenovideoscope forceps elevator wire was completely cut off. The reported issue was uncovered during a routine inspection. There was no patient/user harm or injury reported due to the event. Upon device return and evaluation, it was observed that the forceps elevator had foreign material, the inside of the light guide lens had foreign objects, and several parts of the scope were dirty. These additional findings are all reportable events. This medical device report (MDR) is being submitted to capture the reportable malfunctions found during evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the light guide (lg) lens glue was peeled off due to physical stress by hitting/dropping at distal end of the device, etc. And/or chemical stress by chemical solutions allowing humidity to invaded lg lens which led to corrosion. Although customer follows correct reprocessing procedure as per omsi training/ IFU, however device could not be reprocessed by customer (including brushing) and stopped midway due to elevator issue. The cause of the reported events is likely due to insufficient or inadequate reprocessing. However, the root cause of the reported events is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states if cleaning, disinfect, and sterilization of endoscope was insufficient, the device may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope. All channels of the endoscope, including the elevator wire channel where fitted, must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection-control risk to the patient and/or operators performing the next procedure with the endoscope. Olympus will continue to monitor field performance for this device.